Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On the next day of post filter deployment, the patient had back pain and abdominal pain. On the same date, radiograph of the lumbar spine showed there was an inferior vena cava filter. After eight years and five months, a computed tomography scan of the abdomen and pelvis was done to evaluate the filter, showed the superior extent of the ivc at l4 vertebral body and the inferior extent at l5 vertebral body with the perforation of the ivc by a total of 6 prongs with maximum distance of 7 mm. A 9-degree filter tilt was also found from superior anterior to the inferior posterior and the diameter of the inferior vena cava directly above the filter measured 22 mm x 14 mm. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.